Event description:
Proxy biomedical was notified (B)(4) 2012 via email by the polyform distributor ((B)(4)) that they have received a complaint on (B)(4) 2012 regarding a polyform product. The complaint states that as a result of the polyform implant, the pt suffered severe pain in her back, abdomen and pelvis, dyspareunia, worsened incontinence and recurrence of prolapse. The pt is identified as "ld"; she was (B)(6) at the time of the procedure in 2008. Her weight and height are not provided. The hospital where the implant procedure occurred is the (B)(6) hospital, (B)(4). The date of implantation of the mesh was (B)(6) 2008. The pt's physician was dr. (B)(6). Intervention surgery was performed on (B)(6) 2011 where partial removal of the mesh took place. This surgery was performed by dr. (B)(6). No other information regarding the product or the pt is available at this time. The polyform product lot number has not been provided to (B)(4).

Manufacturer narrative:
Evaluation: device was not returned for evaluation. Conclusion: inconclusive, investigation on-going. The device is a synthetic device made from polypropylene. Injuries such as pain, dyspareunia, incontinence and recurrence of prolapse is a documented risk associated with the polyform device - reference design fmea and polyform product insert (instructions for use).